Event description:
(B)(4). Since essure placement, I develop multiple skin rashes on my thigh, underarms, and back. I also suffer from severe headaches, depression, severe mood swings, insomnia, generalized body pain (feels like I've been in a car accident) on a daily basis. Major hair loss, weight gain, and severe abdominal inflammation and pelvic pain.